Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that the patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for explant of an implantable cardioverter defibrillator due to pocket infection. The device was explanted, and the patient was discharged following surgery. No further information was available.